Event description:
Patient's representative reported, right side capsular contracture, baker grade ii, rupture, ¿small pseudo nodular area of about 7 mm" (non device related), "asymmetry", and "significant prosthesis fold¿ per MRI and clinical examination. The device has been explanted and replaced.

Manufacturer narrative:
Health effect: f2203. A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation: right breast implant rupture and breast asymmetry.